Event description:
Burn; burned really bad [thermal burn] blister [blister] the skin had raised up everywhere the spots had been [skin lesion] used for low back pain and sciatica, did not read the usage instructions before used the product [device misuse]. Case description: this is a spontaneous report from a contactable consumer reporting on her mother in law. An (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder and wrist) via an unspecified route of administration on an unspecified date in (B)(6) 2015 once for pain in lower back and sciatica. Medical history included thyroid disorder from an unknown date and unknown if ongoing. The patient's concomitant medications included thyroid medicine 1 time a day for thyroid. This was the first time the patient had used the product. The patient had the wrap on maybe an hour and 45 minutes and it started getting really warm and burning really bad. The wrap was removed and the skin had raised up everywhere the spots had been and one spot did blister. The patient did not have medical treatment. The consumer stated the patient skin tone is very light or fair and she has sensitive skin. The patient did not engage in exercise while using the product. The patient checked skin under the product while wearing thermacare after 1 hour and 45 minutes. The patient did not read the usage instructions on thermacare before used the product. The product was permanently discontinued in (B)(6) 2015. The outcome of the event used for low back pain and sciatica, did not read the usage instructions before used the product was unknown, the outcome of the other events was recovered on an unknown date in 2015. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "burning, skin had raised up everywhere the spots had been and one spot did blister" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case initial 10-day EU and 30-day FDA reportability.